Manufacturer narrative:
H.6 investigation summary: a device history review was conducted for lot number 8325646. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. One sample was returned to the facility for evaluation and testing purposes; the engineers reviewed the device for breaches in the device that are not easily identifiable by the naked eye. Leakage testing identified a small breach in the catheter tubing of the device; the characteristics of the breach were not able to determine a likely root cause for this damage and a review of the manufacturing facility was similarly not able to identify any possible source for the observed damage. Bd standards and expectations have been recommunicated. Manufacturing facility was similarly not able to identify any possible source for the observed damage. Additionally, bd investigators noted that the returned sample had a large bend originating at the root of the cannula. Although the root cause could not be finalized without the ability to view the packaging unit, given the degree to which the needle is bent suggests the root cause is a large force was applied to the packaging unit after the device had left the manufacturing facility, most likely during shipping. The shipping company has been notified of the situation and bd standards and expectations have been recommunicated. H3 other text : see h.10.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system leaked. This occurred on 10 occasions during use. The following information was provided by the initial reporter: on (B)(6) 2019, the patient in the pneumology department of hospital used bd intima 24g needle for puncturing infusion, nurse punctured the indwelling needle in the patient's body and found leakage at the junction of catheter and catheter junction, then replaced the new needle to continue to infusion. Other nurses had three cases on last week with the same situation, they had feedback these same cases, but there was no sample remained, it caused great pressure, the head nurse also questioned the quality of the product.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system leaked. This occurred on 10 occasions during use. The following information was provided by the initial reporter: on (B)(6) 2019, the patient in the pneumology department of hospital used bd intima 24g needle for puncturing infusion, nurse punctured the indwelling needle in the patient's body and found leakage at the junction of catheter and catheter junction, then replaced the new needle to continue to infusion. Other nurses had three cases on last week with the same situation, they had feedback these same cases, but there was no sample remained, it caused great pressure, the head nurse also questioned the quality of the product.